Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication and serious adverse event that may be associated with all patients implanted with vads. The lvad instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With review the reported information there is no indication of any device performance or manufacturing issues related to the event. Although, the root cause of the reported event cannot be conclusively determined, patient, clinical and operational context are factors that may have contributed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator and the doctor that the patient was extubated on (B)(6) 2016 and shortly afterward had an acute mental status changes. It was stated that edema was noted within the posterior occipital lobes which may indicate "press". It was further states that the posterior fossa was not able to be imaged due to the ECMO. It was also stated that life support was withdrawn and patient expired on (B)(6) 2016. It was stated by site that there would be no autopsy and the pump would not be returned. Of note, the patient has been hospitalized since initial implant of the lvad. No further information is available.